Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The patient uses insulet omnipod5 in modified closed loop. The patient called 911 on the morning of (B)(6) 2025 due to having nausea and feeling confused. He was reportedly unable to remember his reading on cgm that time; however, alleged inaccuracy. No mention if he checked the bg. The patient was transported to the hospital. The patient couldn't remember event details but he only remembered that he was given reglan and "zonegran" to treat nausea. He could not remember either his reading in cgm nor finger stick. He had been sent home/discharged after 12 hours. The patient was in a stable condition at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).